Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when the patient's device was interrogated, a low output current message was seen. The physician was not able to perform system diagnostics. It was noted the patient was not able to feel stimulation. A generator reset was recommended for when the patient is seen in office again. It was later confirmed that low impedance was seen after a generator reset was performed. The patient has been experiencing increased seizures and cannot perceive stimulation since this event occurred. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient had a battery replacement. The explanted device was returned, and was later received into product analysis. Analysis has not been completed to date.

Event description:
Product analysis was completed on the returned generator.